Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed a blank screen when powered on. Based on the information reported, physio was unable to conclude if the issue was related to the display only (and the device¿s software was functional) , or if there was a power related discrepancy. As a result, defibrillation may be delayed, or prevent, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a blank screen when powered on. Based on the information reported, physio was unable to conclude if the issue was related to the display only (and the device¿s software was functional) , or if there was a power related discrepancy. As a result, defibrillation may be delayed, or prevent, if it were necessary. There was no patient use associated with the reported event.